Event description:
It was reported that during surgery screwdriver was not locking properly and felt wobbly, while loading first screw. The screwdriver was not engaging properly while loading the second screw . At the end of procedure, unable to take components of one screwdriver apart. The procedure was completed successfully using back--up device. No adverse consequence to the patient was reported.

Manufacturer narrative:
Correction: lot #: gtin. Method: product inspection, functional inspection, product history review, complaint history review, nc/CAPA history review, labelling review, risk assessment result: the customer reported event was confirmed via functional inspection. A visual inspection was performed and no visual non-conformances were identified. The handle was returned jammed onto the screwdriver assembly. Lubricant was applied to the locking collar and the handle was able to be removed once lubricated. The collar was able to lock and unlock easily and was able to be easily attached and detached from the screwdriver. The device functioned as expected after lubrication. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. The instruments IFU states "for instruments with articulations, lubrication may be necessary. Using a silicone lubricating cream is recommended." Conclusion: as the device was functional after lubrication, the most likely root cause is lack of lubrication. Lack of lubrication can cause the locking collar to jam and this would prevent the handle from disengaging with the screwdriver.

Event description:
It was reported that during surgery screwdriver was not locking properly and felt wobbly, while loading first screw. The screwdriver was not engaging properly while loading the second screw . At the end of procedure, unable to take components of one screwdriver apart. The procedure was completed successfully using back-up device. No adverse consequence to the patient was reported.